Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump was under delivering. The customer¿s blood glucose level was 520 mg/dl at the time of incident and current blood glucose level was 78 mg/dl. The customer reported that the insulin pump was causing high blood glucose level. The customer had difficulty in breathing as symptom of high blood glucose level. The customer was treated with manual injection for high blood glucose level. The customer was alleging insulin pump was under delivering because insulin was not giving enough insulin. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the tubing had one small air bubble. The customer performed displacement test and high pressure test and both the test passed. The insulin pump will not be returned for analysis.